Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that host pc failed. The fse replaced the host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura system would not boot up. The device was not in clinical use at the time of the reported event. No harm was reported. A philips field service engineer (fse) was able to verify the issue reported. Fse replaced the host pc and run functional tests in order to return the system to use in good working conditions.